Event description:
It was reported that the system controller had a vertical line on the display during the self test. The system controller was exchanged.

Manufacturer narrative:
This event occurred at (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a vertical line in the lcd display of the heartmate ii system controller (serial number: (B)(6)) was not confirmed. The system controller was not returned for evaluation, and no photos of the reported event were provided. The root cause of the reported event could not be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook addresses how to properly care for, maintain, and store all equipment for proper use, including the system controller. The heartmate ii patient handbook provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a vertical line in the lcd display of the heartmate ii system controller (serial number: (B)(6) was confirmed. During evaluation of the returned product, the reported event was reproduced and two vertical white lines in the lcd display were observed. The system controller was functionally tested and was otherwise found to perform as intended. Further evaluation of the controller¿s circuitry isolated the issue to the lcd screen itself. A log file was also downloaded for review during testing. The downloaded log file contained data spanning approximately 23 days (on (B)(6) 2022 per the timestamp). No atypical events were observed, and the pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event was determined to be related to the lcd screen; however, a further cause for the component issue could not be conclusively determined. Similar events will continue to be tracked and monitored. Review of the device history record for the system controller, serial number: (B)(6), showed that the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook addresses how to properly care for, maintain, and store all equipment for proper use, including the system controller. The heartmate ii patient handbook provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.